Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Pump went on to pass all non-destructive testing. The pump was then filled with 17.5 ml. Of sterile water, then aspirated. This process was repeated five times, with no aspirating or filling issues encountered. The pump was then aspirated then filled with 10 ml. Of sterile water, aspirated and filled for a total of five times, with no filling/aspirating issues encountered.

Event description:
Additional information received reported that the device would be returned to the manufacturer.

Event description:
During the implant procedure, the hcp (healthcare professional) was unable to get the sterile water out of the pump. They were getting bubbles, so they pulled the needle out and pushed 0.5 cc back into the pump. They then aspirated again having the same result, only getting 0.5 cc. They attempted a third time with the same results and then decided to switch syringes. They made sure the connections were secure and they were able to aspirate what looked to be 15 cc. They flushed the pump and pulled out the water again until they got nothing but air. They injected morphine and the pump took 9 cc. The pump would not take any more. They then tried to pull back and nothing would come out. At this point, the hcp didn't feel comfortable using the pump so they opened another pump. Everything worked perfectly with the second pump and the patient was implanted without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.